Event description:
A consumer reports that she continues to experience visual disturbances (weird lights around anything that glows) and blurred vision following a lens exchange. She believes this is because her second intraocular lens implant is too small. She has been seen by a retinal specialist. Additional information has been requested from her surgeon.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.